Event description:
It was reported that the balloon became separated from the shaft. The target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery. A 2mm x 40mm x 144cm coyote es was selected for use. However, when trying to remove the balloon after it was inflated and deflated, it was noted that the balloon became separated from the shaft. An attempt was made to retract the device using a sheath. However, this approach was unsuccessful. As a result, the decision was made to leave the broken balloon within the target lesion. The procedure was completed with this device. There were no patient complications as a result of this event.